Event description:
Tibial impactor tip broke inside the impactor handle. Bushing dislocated from tibial template during tibia preparation. There was no delay in surgery or adverse impact to the pt.

Manufacturer narrative:
Tibial impactor tip broke inside the impactor handle. Bushing dislocated form tibial template during tibia preparation. There was no delay in surgery or adverse impact to the pt. Review of device history record indicated that the device was manufactured to specification.